Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0210144980, implanted: (B)(6) 2015, product type: lead.

Event description:
Information received from a manufacturing representative (rep) on behalf of a healthcare provider (hcp) for a clinical study reported a return of pollakiuria and mixed leaks. The stimulator was discovered on off by the technician on (B)(6) 2017. The stimulator was probably already on off on (B)(6) 2017. Factors that may have led or contributed to the issue remains unknown. Interventions included stimulator restarted and reprogrammed on (B)(6) 2017 by the technician. Surgery planned to put tension-free vaginal tape for leak on exertion. The issue was not resolved at the time of the report. It was reported that the event was ongoing. The investigator assessed the event as not serious, not related to procedure, and related to the stimulator and the stimulation. No surgical intervention occurred but a surgical intervention was planned and it was unknown if it had been scheduled. Relevant medical history includes neurologic urinary incontinence since 2013. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site via a rep. It was reported that the patient experienced a lack of neuromuscular stimulation (nms) with night pollakiuria and leaks. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. Reprogramming was done on (B)(6) 2019 with settings of 2.6 volts amplitude, 25 hertz rate, 210 microseconds pulse width, negative polarity on electrode 0, and positive polarity on electrode 3. It was unknown if the issue was resolved as of (B)(6) 2020. The return of urinary symptoms was dated (b))(6) 2019 and it was noted that this date was estimated. It was unknown if any surgical intervention occurred. Pollakiuria was noted as patient medical history. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Product ID: 388928, lot# 0210144980, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a decrease of efficacy with a return of urinary symptoms (pollakiuria during night and urinary urgencies leaks). Reprogramming and the adverse event remains ongoing. The investigator assessed the event as not serious, not related to procedure, not related to device component, and related to stimulation.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot:# 0210144980, implanted: (B)(6)2015, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on (B)(6)2017, the stimulator was on off. It was very likely that it was on off on (B)(6)2017 as well. The adverse event was continuing and not resolved. A urologic surgery (tension-free vaginal tape) was performed for the leak. No additional information was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928 ,lot# 0210144980, implanted: (B)(6) 2015, product type lead.

Event description:
Information received from a manufacturing representative (rep) on behalf of a healthcare provider (hcp) for a clinical study reported a return of pollakiuria and mixed leaks. The stimulator was discovered on off on (B)(6) 2017. The stimulator was probably already on off on (B)(6) 2017. Factors that may have led or contributed to the issue remains unknown. Interventions included stimulator restarted and reprogrammed on (B)(6) 2017. Surgery planned to put tension-free vaginal tape for leak on exertion. The issue was not resolved at the time of the report. It was reported that the event was ongoing. The investigator assessed the event as not serious, not related to procedure, and related to the stimulator and the stimulation. No surgical intervention occurred but a surgical intervention was planned and it was unknown if it had been scheduled. Relevant medical history includes neurologic urinary incontinence since 2013. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that as of (B)(6) 2017 symptoms were improving, without being completely resolved, for one year. Now symptoms were worsening. On (B)(6) 2018 it was decided to change programming early 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that as of 04-may-2017, urinary symptoms were improving (not normalized) and after 1 year, again return of symptoms. The action taken was reprogramming done on 04-may-2017, 13-feb-2018 and 13-mar-2019.